Event description:
After several passes with the turbohawk, the housing unit would not fully close. The device was in the patient. We removed the device and opened a new turbohawk. The case was completed without any complications. No adverse effect.